Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse checked the host pc and os disk and found the interface board of the hard disk was defective. Fse bypassed the interface board of the hard disk. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to start up. The device was not in clinical use. No harm to the patient or user was reported.a philips field service engineer (fse) inspected the system onsite and replaced the hard disk which resolved the issue. The device was returned to use in good working order.